Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc, filter migration, retrieval difficulties and filter detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process approximately thirteen years and twelve days post filter deployment it was alleged that the filter detached, migrated, perforated the inferior vena cava. The device has not been removed after an attempted via open abdominal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process approximately thirteen years and twelve days post filter deployment, it was alleged that the filter detached, migrated, perforated the inferior vena cava. The device has not been removed after an attempted via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, seven years three months of post filter deployment, filter removal was attempted endovascularly. An inferior vena cava venography was performed which demonstrated an inferior vena cava filter that appeared to be tilted, with the head of it into what was thought to be the wall of the inferior vena cava. A retrieval device was opened and was attempted to snare the tip. Each time, this was unsuccessful, given that the tip appeared to be again in the wall of the inferior vena cava. At this point, a sauce catheter was advanced and attempted to lasso the tip from beneath it. This was eventually successful and a snare was used to pull the other end of the wire out. This was left with 2 ends of a wire lassoed around the filter. Then a 12-french sheath was advanced over this and attempt was made to remove the filter this way. Upon pulling on the filter, it appeared that one of the prongs was becoming bent by this excessive traction. Looking at this, it did not appear to be safe to continue to pull as aggressively. It was elected to abort the remainder of the procedure. The filter could not be removed endovascularly despite multiple maneuvers as the struts have protruded outside the wall of the inferior vena cava and the nose of the filter was tilted in an irretrievable position. While the filter was initially captured the degree of force required to remove it was thought to be undue and would place the patient at risk for filter fracture and subsequent events. As a result, the procedure was aborted. The patient continued to experience occasional right lower quadrant and right flank discomfort which has been attributed to the inferior vena cava filter in the past. The patient reportedly experienced abdominal pain. Around, eight months later, pre-operative diagnosis revealed a migrated and inverted broken inferior vena cava filter in the juxta-renal inferior vena cava. Open removal of inferior vena cava filter with endophlebectomy and repair of the inferior vena cava was planned. The inferior vena cava was dissected circumferentially, and a tine of the inferior vena cava filter was identified protruding posteriorly and one anteriorly. Cephalad cava was clamped and a venotomy was performed. The inferior vena cava filter was identified, which had a layer of intimal tissue overlying this. This was dissected and the vena cava filter was removed intact and sent off the field as specimen. Therefore, the investigation is confirmed for the perforation of the inferior vena cava(ivc), filter tilt, filter migration, detachment of device or device component and retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. :section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.